Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (won't hold charge, battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to loose bus bar pads inside of the battery. The root cause for the loose bus bar pads could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that it was unable to hold a charge and generating battery faults.